Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site (back), the pod's cannula was found to be dislodged and also appeared to be bent. The patient began feeling nauseous and vomited. The patient's friend called an ambulance as they were driving along the highway. The ambulance arrived, but did not provide treatment. They told the patient that they could be taken to the hospital or go home. The patient's friend drove the patient home and gave insulin using an insulin pen to treat hyperglycemia.